Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced because the patient began leaking urine again gradually for a few months time. A smaller cuff was implanted and after the surgery the patient is fully continent which confirms that the cuff size was appropriate.